Manufacturer narrative:
Ventec provided the reporter, a biomedical engineer, with technical troubleshooting assistance. The device was not returned to ventec for evaluation. The cause of the reported issue could not be conclusively determined.

Event description:
It was reported to ventec that the that the device was providing low fio2 (fraction of inspired oxygen) readings. There was no patient involvement associated with the reported event. The initial reporter did not provide the device's serial number. As a result, (model number, catalog number, serial number and UDI number) are "unknown", and (device manufacturing date) shall be left blank. Additionally, the reporter did not advise what facility they were calling on behalf of. As a result, establishment name and address will be "unknown" or left blank.